Event description:
The advocate stated the customer tested his blood glucose and received a reading of 448 mg/dl using his contour ts meter. He retested using another meter and received a reading of 179 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the contour system to be operating as designed, but the test strips are to be retuned for evaluation. Replacement test strips were sent to the customer.